Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber tip was damaged at 130,235 joules of use. The fiber was replaced and the case continued. At 108,197 joules of use, the tip of the second fiber was damaged. The fiber was replaced and the case completed using a third fiber. There was no report of injury. This report is for the first fiber used.

Manufacturer narrative:
Fiber and cap refer to thermal problem. Fiber analysis: the fiber was found to be fractured proximal to the fiber/cap fusion zone and the glass cap fractured near the open end of the metal cap. Char and detritus were observed on the metal cap and devitrification of the cap output window was also observed. The identified issues may activate the system's fiberlife function which will modulate the power showing a pulsing beam and/or the system will revert to standby mode. The fractured glass cap may also result in a forward-firing of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.